Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Fresenius medical care (B)(6) technician reported during treatment a blood leak occurred. (B)(6) technician reported in route to the site to disinfect a machine due to a "blood leak". The blood leak happened when the bloodlines were primed with blood and it reached the dialyzer. The leak was visually observed and the machine alarmed. Estimated blood loss was 200-300cc's. Patient had no adverse effects and required no medical intervention.